Event description:
Device malfunction: device #3 no knot present. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose at device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after suture deployment, the knot was too tight. The device was removed and a second and third devices were attempted, but "while retracting the device to separate the sutures, there was no knot present." A non-abbott device was used to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
(B) (4). Device #1: part #12673-03, lot #74083-6h indicated is being filed under medwatch MFR number 2953144-2010-00276. Device #2: part #12673-03, lot #74083-6h indicated in is being filed under medwatch MFR number 2953144-2010-00277. The device was received. Investigation is not complete.